Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was successfully applied.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent and to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear and the bend occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.